Manufacturer narrative:
H3: product analysis:evaluation couldn't reproduce the reported malfunction of the device won't stop and the lock comes off immediately. However, it was noted that dental ball spring got misaligned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow-up it was confirmed that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. B3: date of event notification: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that lock immediately came off and did not stop. No patient impact was reported. On follow-up no further information was provided on patient impact and event details.